Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was able to replicate the customer reported complaint. The instrument was placed on an in house system for a cut test. The instrument failed performance testing. The instrument was able to cut through red foam and there was no blade damage. However, remote fe data showed a high number of incomplete cuts, a total of 29, and all 29 cuts were followed by cut complete. The time used showed 6 minutes and 45 seconds. The knife slot test measured .024. The grip off set measured cw .059 and ccw -.007. Failure analysis investigation also found the instrument's snake wrist was dislodged. The female disk that mates with the male disk located on the main tube and wrist interface was dislodged. There was no damage to the snake wrist cables. The conductor wires showed no damage. Failure analysis concluded that the dislodged snake wrist was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported during a da vinci low anterior resection surgical procedure, it was noted that the endowrist one vessel sealing instrument stopped cutting. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.